Event description:
Reporter alleged discrepant blood glucose results of 350 mg/dl back to back with a result of 150 mg/dl when testing was performed within 10 minutes of the compact plus system. Reporter stated being unsure if the customer was experiencing hyperglycemic or hypoglycemic symptoms during the time of testing. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.